Event description:
Reported issue: surgeon has been using ae05 for years and familiar. But 1st time he feedbacks issue that product is faulty. Apparently during use, the applier had many clips launched in closed position or jammed during firing. Eventually the surgeon aborted and did not want to take any further risk. Faulty product is thus returned for investigation and surgeon wants a report. Product is purchased by customer and they want reimbursement of funds since we have informed them that ae05 is currently suspended for production until further notice. Note: during use on a patient.

Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab broken off. There was no clip in the first position of the channel. The sample appears used as there was biological material on the device. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could not be heard indicating that the internal ratchet ears were broken. No clip was fired, but the next clip was loaded into the first position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws and cause jamming. The sample was received with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The device history review for the product auto endo5 ml lot# 73d1900537 investigation did not show issues related to complaint. Other remarks: the IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a CAPA has been opened to further investigate the clip stacking issue. The reported complaint of "jamming - info not provided" was confirmed based upon the sample received. The device was returned with its rotation tab broken off and missing from the sample. The sample was returned with 4 clips remaining in the channel indicating that 11 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73d1900537 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: surgeon has been using ae05 for years and familiar. But 1st time he feedbacks issue that product is faulty. Apparently during use, the applier had many clips launched in closed position or jammed during firing. Eventually the surgeon aborted and did not want to take any further risk. Faulty product is thus returned for investigation and surgeon wants a report. Product is purchased by customer and they want reimbursement of funds since we have informed them that ae05 is currently suspended for production until further notice. Note: during use on a patient.